Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value was not provided. Cause of low bg was unclear. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital; nature treatment provided was not available, and was discharged the following day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy due to pre-existing "significant cognitive changes that make it difficult for [them] to remember new information".

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.